Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient's weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed moderate paravalvular leak (pvl). Balloon aortic valvuloplasty (bav) was performed but did not reduce the pvl. A second transcatheter bi oprosthetic valve was successfully implanted, resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
Correction has been made to indicate that the device has not been returned.